Manufacturer narrative:
Device not made by endologix. Model, lot and expiration date are unknown. Device manufacture date is unknown. Method: device not manufactured by endologix. Results, conclusions: dissection of the aortic neck after ballooning of the stent grafts.

Event description:
Patient presented with significant narrowing in the neck due to calcification (lumen 16 mm - off label), moderate angulation. Access and deployment of a 28-16-140bl bifurcated device and a 28-28-75l proximal extension were uneventful. The physician ballooned the narrow area of the aortic neck then the proximal end of the extension. When the balloon was deflated, the patient's bp dropped. The balloon was inflated above the proximal extension to stabilize the patient. When the balloon was deflated, the angio run showed no leak, and the patient's pressure stabilized. The procedure was completed, the patient was sent to recovery. Later that night, in recovery, the patient's bp dropped again and was taken to the operating room. By the time the patient arrived to the operating room, CPR was being performed. The physician attempted an open repair; however, the patient died on the table. Upon physical examination of the aorta, it appeared that there was a dissection from just under the left renal down the aortic neck to the calcification.